Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation and monitoring of the patient was discussed. No programing changes were performed. This device remains in service. No adverse patient effects were reported.